Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to extend the screw. The physician tried many times and took the lead out of the body and tried of the back table to extend the lead. The screw did not extend. The leads were attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.